Event description:
Boston scientific crm received information that one day post implant, this left ventricular (lv) lead was confirmed dislodged. It was suspected that patient movements contributed to lead displacement. No adverse patient effects were reported.

Manufacturer narrative:
During surgical intervention, this lead was successfully repositioned. No allegations from medical personnel of product malfunction as a contributing factor. At this time, the lead remains implanted and in service without additional complaints.